Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's device was showing high impedance when systems diagnostics were performed at office of neurologist. The patient requested that the device be removed, but was recommended to have advice turned off to avoid surgery. Approximately 8 months later, the patient requested that the device be turned back on and due to the previous high lead impedance, the patient was scheduled to have her device replaced. Prior to device replacement procedure, the device had both system and normal diagnostics performed, which both showed high impedance. Generator was then replaced and both diagnostics were performed again, which resulted in the same high impedance. During the surgery, it was confirmed that there was high lead impedance, so the lead was also replaced. Following replacement of lead, there were no high impedance issues reported and values were within normal limits. The surgeon reported that there were no breaks that could be visualized in the silicone or lead wires. There was no reported fibrosis by the surgeon. Good faith attempts to obtain additional information have been unsuccessful to date. Product has been returned to manufacturer for product analysis, but device evaluation has not been completed.